Event description:
It was reported that pt had problems with her device on the right side. She experienced no stimulation on the right side unless she turned it up too high, which resulted in stimulation of her right toe and arch of foot. Her right toe would curl and become uncomfortable. She turned her right sided device off due to worsening of retention. The left sided device could not control the pt's retention by itself. She later turned off the left side too. These issues started after a long car ride. It was noted that the pt decreased the pulse width on both neurostimulators and then increased the stimulation to a comfortable level. Her right toe did not curl but the stimulation was not felt. The right side was good. The company representation confirmed that the pt's device was going to be reprogrammed on (B) (6) 2009.

Manufacturer narrative:
(B) (4).